Manufacturer narrative:
A product investigation is in progress.

Event description:
Cotton retained in vagina [foreign body in reproductive tract] tampon strings falling apart...tampon falling apart [device breakage] case narrative: consumer reported via phone that the tampon is falling apart. No serious injury was reported.

Event description:
Cotton retained in vagina [foreign body in reproductive tract] tampon strings falling apart...tampon falling apart [device breakage] case narrative: consumer reported via phone that the tampon is falling apart. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on september 29, 2022. An investigation is in progress for returned product received on september 22, 2022.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton retained in vagina [foreign body in reproductive tract]. Tampon strings falling apart...tampon falling apart [device breakage] . Case narrative: consumer reported via phone that the tampon is falling apart. No serious injury was reported.